Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed an image issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leaked test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the reported malfunction (image issue) cause was not established. For the investigation finding (failed leaked test), cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed an image issue. There were no reports of patient harm.